Manufacturer narrative:
(B)(4). Concomitant medical devices 010000990 ¿ active articulation bearing ¿ 196740; 802602202 ¿ ceramic femoral head ¿ 3008817; 00784802201 ¿ modular neck ¿ 63988735. Report source (B)(6). Customer has indicated that the product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00659.

Event description:
It was reported that patient experienced several dislocations after an unknown amount of time post initial total hip arthroplasty. The patient underwent a revision approximately 1 year post implantation where an intraprosthetic dislocation was confirmed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 reported event was confirmed by review of medical records noting there is a superolateral dislocation of the left hip arthroplasty. There is no fracture. Overall fit is maintained, bone quality is osteopenic. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.